Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to infection. Components removed, antibiotic spacer was placed. This event report was received through clinical data collection activities.

Manufacturer narrative:
It is a known surgical risk that there may be surgical interventions or revisions, also that a patient's age and activity level could affect implant failure. The patient has a history of painful shoulder maladies to include rotator cuff tear and arthropathy. There is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is related to the underlying patient condition. No evaluation pending, device not returned this device is used for treatment not diagnosis.

Event description:
It was reported from a clinical database that a patient reported unexplained pain with an onset date of (B)(6) 2017. Associated mfrs with this event: 1038671-2018-00520, 1038671-2018-00521, 1038671-2018-00522, 1038671-2018-00523, 1038671-2018-00524, & 1038671-2018-00525.